Event description:
The operating room manager reported the following event to marie-france csordas, sales rep: "during a surgery, while finalizing tightening, the screw head got detached from the screw. Dr (B)(6) managed to remove the screw and used another one to finish the surgery." No adverse consequences and no delay were reported by the customer.

Manufacturer narrative:
Complaint history analysis, manufacturing record review, visual inspection and risk assessment. Results: there have been 67 total complaints related to this issue on the xia ii design. Previous investigations have concluded cantilever forces applied between the tulip and the bone-screw has lead to the previous failures. The manufacturing file of this lot was reviewed and no discrepancies were noted. In this case another screw was used to complete the surgery and there were no adverse consequences reported. The visual inspection confirmed the separation of the bone-screw from the tulip. Marks on the bone-screw head indicate the screw was at its max angulation. Conclusion: based on the marks on the returned screw it is apparent that cantilever forces were applied to the screw while at max angulation. This combined with high torque lead to the bone-screw passing through the tulip.